Manufacturer narrative:
(B)(4).

Event description:
It was reported that rv oversensing due to intermittent loss of capture was observed. The patient had also slow ventricular tachycardia and received therapy which slowed the rhythm to sinus, but the arrythmias were not terminated. The device was reprogrammed; however, the treatment of the slow ventricular tachycardia is a medical issue. No adverse consequences were reported for the patient.